Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of this was moisture ingress potentially due to impact damage. It was observed that multiple components had corrosion from the moisture. It was also noted that one of the pcba mounting poles had been torn off the upper case and remained stuck on the screw in the lower case. This would indicate that the device had sustained an impact, which possibly resulted in an entry point for the ingress of moisture and the subsequent corrosion. The customer received a replacement device under warranty. The customer's device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to heartsine for evaluation. The cause of the reported issue could not be determined.